Manufacturer narrative:
(B)(4), brand name: uretex to2 urethral support system, catalog #: 485054, (B)(6).

Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information from the importer report: additional information has been requested, but not yet received.